Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d6a, g2, h6.

Event description:
Healthcare professional reported pain and capsular contracture grade unknown.

Event description:
Patient reported seroma and wound dehiscence. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
The event of seroma and wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and wound dehiscence.

Manufacturer narrative:
Previous mw submission noted capsular contracture grade unknown. Upon further review, allergan has determined that capsular contracture grade unknown is not reported for this previous device. It was reported for the current device already reported in mrn# 9617229-2023-10755.

Event description:
Upon further review, capsular contracture grade unknown is not reported for this previous device. It was reported for the current device already reported in mrn# 9617229-2023-10755.

Event description:
Patient reporting "large fluid collection/seroma and the scar tissue had opened up". This relates to the left device. Device has been explant and replaced with an allergan device.

Event description:
Un-reporting use error.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5